Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a healthcare professional meter and noted a vertical upward trend arrow which indicates rapidly rising glucose level (more than 2 mg/dl per minute). The customer did not experience any symptoms and had contact with a healthcare professional for a regular visit who checked their blood glucose levels and gave the customer tea. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan result of 2.90 mmol/l was compared to a healthcare professional meter reading of 12.10 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.